Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the helix of the lead became extrinsically distorted due to pull ing/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the initially implant procedure the right ventricular (rv) lead helix appeared to be stretched and could not be completely retracted. The rv lead was not used, and a different rv lead was successfully implanted. No patient complications have been reported as a result of this event.